Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70 cm.

Event description:
A report was received that patients ipg migrated over to the hip side from the original implant site and was experiencing discomfort at the lead site. It was also reported that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that device malfunction was suspected with the ipg. It was also reported that the placement of the battery was in a very unfavorable position causing the patient much discomfort. No further course of action will be taken at this time. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that patients ipg migrated over to the hip side from the original implant site and was experiencing discomfort at the lead site. It was also reported that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.